Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain was placed. The patient returned to the hospital on (B)(6) 2011 for a post op check. The nurse found that the valve had detached from the reservoir. It is unknown when the valve detached, but the nurse thought that it was prior to (B)(6) 2011. The reservoir was replaced with another like device. There were no adverse patient consequences reported. The current status of the patient is stable.

Manufacturer narrative:
(B)(4). Conclusion: one used reservoir with the valve detached was returned for evaluation. There was a big blood clot inside the bulb. The detached valve was also covered with dry blood clots and its slit was stuck (possibly by the blood clots). There are no signs of deterioration in the valve slit. The valve is visibly too large and slightly deformed on one side. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.